Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) performed testing and found that a high vt was noted on the display with the baseline not being initially visible until graphing settings were significantly adjusted. The bme ultimately ordered the replacement flow sensor assembly, which is still on backorder.

Manufacturer narrative:
The repair for this device cannot be conducted at this time due to a backorder status of a part (flow sensor assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11-d4: (B)(4).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error message occurred, and volumes were reading very high at 2500 while on a test lung. There was no patient involvement at the time the issue was discovered. The device was removed from service and swapped out for another v60 without any patient impact. No patient or user harm was reported. The customer called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error message occurred, and volumes were reading very high at 2500 while on a test lung. The customer reviewed the event log at the time of the occurrence and found tidal volume alarms. The remote service engineer (rse) verified that the customer had the correct test setup-- the average air standard liter per minute (slpm) readout on the pneumatics screen with flow and pressure set to zero was -90, out of tolerance of -1 to 1. The rse advised the customer to replace the flow sensor assembly and perform a full performance verification test (pvt). The rse also provided the customer with the parts identification (ID) of the replacement flow sensor assembly for repair. Investigation is ongoing.